Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, the display screen was shattered and the pump powered up to with auditory and vibratory alarms to a blank display. The pump cover was removed and a test display screen was mounted. The pump then powered up with auditory and vibratory alarms to a blank display. Inspection of the internal components determined an eeprom issue. A test display was fully functional and illuminated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged the display was cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.